Event description:
Resident was being transferred from bed to chair. Legs of the lift were closed. Resident was moved away from the bed. They were about to open the legs to put her into the chair and the lift tipped. Resident had a small laceration on crown of head, had a CT scan and was treated with tagaderm on scalp.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh(B)(4). The device was inspected on site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. It was noticed that the lift was in a good condition. Additional information will be provided following the conclusion of the manufacturer's investigation.